Event description:
Patient was revised to address infection. Intraoperatively noted the femoral component was loose.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. As search of the complaint database did not reveal any other reports for the manufacturing lots. The investigation could not verify or draw any conclusions about the root cause of the reported infection or device loosening; however, infection after approximately 2-1/2 years implantation is unlikely to be product related. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.